Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device is not returned.

Event description:
It was reported that the doctor stated that urinary tract infection where found due to the frequency increase with the intermittent catheter. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode "biocompatibility issues (self limited bleeding, skin irritation, uti)" and a potential root cause for this failure could be "unsuitable material'. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications :the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "Warnings :to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor." The device is not returned.

Event description:
It was reported that the doctor stated that urinary tract infection where found due to the frequency increase with the intermittent catheter. It was unknown what medical intervention was provided for urinary tract infection.